Manufacturer narrative:
On 13-feb-2025, the device was returned to johnson & johnson medtech (j&j) for evaluation. As such, section d9 has been updated. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and after the procedure, when pentaray, together with the agilis sheath was removed from the patient, some strange thread was discovered at the tip of the pentaray and sheath. Therefore, the physician asked to send in the device (together with a part of the thread) to clarify if this is part of the pentaray. Another part of the thread will be sent in by abbott together with their agilis sheath. There was no physical damage seen on the catheter. No physical damage could be observed on the outside. There was no patient consequence. Device evaluation details: a visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. The entire device was inspected, and it was found in good condition. In addition, the complaint was received without the foreign material reported by the customer. On 18-feb-2025, the lot number was provided as 31482623l. Therefore, d4. Lot, d4. Expiration date, d4. Primary UDI number, and h4. Device manufacture date have been updated. A manufacturing record evaluation was performed for the finished device 31482623l number, and no internal actions related to the reported complaint condition were identified. The foreign material issue reported by the customer could not be confirmed during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and after the procedure, when pentaray, together with the agilis sheath was removed from the patient, some strange thread was discovered at the tip of the pentaray and sheath. Therefore, the physician asked to send in the device (together with a part of the thread) to clarify if this is part of the pentaray. Another part of the thread will be sent in by abbott together with their agilis sheath. There was no physical damage seen on the catheter. No physical damage could be observed on the outside. There was no patient consequence.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).